Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite, confirming that the system did not start up properly and that the flexvision monitor had no display. Troubleshooting actions showed that the flexvision pc was not starting up correctly. The fse replaced the flexvision pc and its hard disk, reinstalled the software and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.